Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was confirmed to be dislodged via x-ray imaging. This lead was then explanted and attempted to be replaced, but attempted lead implants were not successful. The lv port of the device was then plugged. This lead was discarded by the explanting hospital. No additional adverse patient effects were reported.